Event description:
The user facility reported that the angio-seal device was properly used as usual for hemostasis of the common femoral artery after treatment, and hemostasis was successfully achieved. The physician felt something unusual as there was resistance when inserting the device into the insertion sheath to mate. Sometime after the patient returned to the ward, the puncture site was checked. As a hematoma and bleeding were noted, the physician applied additional treatment. The patient was being monitored. The reported event resulted in patient injury and/or require medical or surgical intervention. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was the common femoral artery. The vessel's diameter was unknown. Bleeding occurred out of the procedure room. No equipment or other devices were used with the angio-seal. Additional information was received on 06dec2024: the patient died of papillary muscle rupture due to complications of myocardial infarction. There was no causal relationship between the patient's death and the reported event. Manual compression was applied as additional treatment. The blood loss was less than 100cc's.

Manufacturer narrative:
D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address), and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed since a patient death occurred. The exact root cause cannot be determined. The likely cause was determined to have been factors unrelated to the use of an angio-seal, as the patient suffered a heart attack which is likely to have occurred due to other factors. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).